Manufacturer narrative:
(B)(4). The device was returned and all available information was investigated. The gripper actuation issue was not replicated during investigation; however, an image sent by the account shows that one gripper was not completely lowered. Based on the image provided, the gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), it was noted that the grippers were not parallel, and one gripper arm did not lower. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.